Manufacturer narrative:
The reported event of a leaflet not functioning properly leading to regurgitation and a retracted leaflet could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined; however, per the site the physician reported the valve leaflet was retracted due to a hematoma and aortic stenosis.

Event description:
On (B)(6) 2019, a 21mm epic valve was implanted in the aortic position. On (B)(6) 2019, the patient was admitted to the ICU with symptoms of shortness of breath. An echo performed revealed a leaflet was not functioning properly resulting in severe regurgitation. The physician reports that the valve leaflet was retracted due to a hematoma and aortic stenosis. The device was explanted and exchanged for another 21mm epic valve (serial number: (B)(4)). Upon explant, the physician observed a retracted leaflet in the right coronary position. The patient is reported to be stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 21mm epic valve was implanted in the aortic position. On (B)(6) 2019, the patient was admitted to the ICU with symptoms of shortness of breath. An echo performed revealed a leaflet was not functioning properly resulting in severe regurgitation. The physician reports that the valve leaflet was retracted due to a hematoma and aortic stenosis. The device was explanted and exchanged for another 21mm epic valve (serial number: (B)(4)). Upon explant, the physician observed a retracted leaflet in the right coronary position. The patient is reported to be stable.